Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the complaint history identified no other complaints reported from this lot. Based on available information, a cause for the reported leak could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat mitral regurgitation (mr). During preparation of the steerable guide catheter (sgc) a leak was observed as there was loss of fluid column. A replacement was used to complete the procedure. There was no patient involved. No additional information was provided.